Event description:
It was reported that customer experienced damage to pump usb port, including pins. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.